Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as rash under the patient's breast area. The patient reported being allergic to nickel. The patient reported nerve damage and blood vessel damage in her right arm from an injury sustained in the hospital. The medical outcome is unknown. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.